Event description:
The customer reported on (B)(6) 2014 at 8:53 am she activated a new pod and her blood glucose and insulin history is as follows. At 4:33 pm the pod was deactivated.

Manufacturer narrative:
The returned product was evaluated and no evidence of any mfg defect was detected. An air bubble, equivalent to 6-8 units of insulin in size, was found in the insulin reservoir. This was mostly likely introduced during the fill process. User error is therefore determined to be the root cause of the high blood glucose. Qualification records were reviewed and the product lot met all acceptance criteria.